Event description:
Reporter stated that a neonate's blood glucose was measured, using the performa system, with back-to-back results of 12 mg/dl, 16 mg/dl, and 16 md/dl. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).